Event description:
The customer's mother reported via phone call that the customer was hospitalized due to high blood glucose levels. The customer's blood glucose was 496 mg/dl when she was admitted, which rose to over 600 mg/dl by the time of the call. The customer complained of nausea. The doctor disconnected the customer from the insulin pump and treated her with manual injections upon admission. The customer had been doing a normal checkup prior to the hospitalization. The caller did not observe any significant events leading to the event. The infusion set cannula was curved upon removal. The insulin pump passed the high pressure test. The caller was advised to change the entire infusion set system and treat per doctor's instructions. The father observed one bubble in the reservoir about 1/8 in or smaller. The no delivery was resolve by an infusion set change. Customer was advised to change complete set as soon as possible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.